Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the hospital due to an elevated blood glucose (bg) level and high ketone levels; cause was not known. The pump continuous glucose monitor read "high," however, a specific bg value was not provided. Reportedly, the customer fell due to weak legs, however, there was no injury sustained from the fall. Customer was treated with intravenous saline and insulin. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Tandem technical support performed a pump system check and verified the pump functioned as intended.